Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were not placed prior to the issue being identified. System functionality was not checked upon powering on the system. System powered on without video processor connected. Another fourth generation vision side cart (vsc) cart was used to complete the procedure. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The video processor (vp) was analyzed, and no issues were found that could be related to the reported issue during visual inspection. The vp was installed onto a known good system where the component functioned as expected. Then, the known good system was set to run video test, 10 minutes sine cycle, 10 power cycles and sit idle for one hour. Once the testing was completed, the system error logs were inspected, but no errors were found. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage, no missing pieces and no functional issues. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the video processor. .

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the video processor had no power. Technical support engineer (tse) suggested to hard power cycle and reseat power cord, but it failed to power on. Field service engineer (fse) to follow up. The procedure was completed as planned with no reported injury.